Event description:
It was reported patient presented in clinic after inappropriate shock from their implantable cardioverter defibrillator (ICD). The shock was a result of the ICD exhibiting post-sensed t-wave oversensing. Programming changes were made. Patient was stable.